Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. Patient reported an elective replacement indicator (eri) message, further stating that they were dissatisfied with the ins longevity. Patient was redirected to follow up with health care professional (hcp) to have the ins battery tested if they suspect there is a malfunction or that it depleted too early and have the ins sent back to be analyzed. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the neurostimulator depleting too early/fast was not known but the doctor said it was on a low setting. It was indicated that the ins will be replaced on (B)(6) 2018. The patient noted that they were told to ask the doctor to return the device so it can be checked out.